Event description:
Customer stated via phone, the insulin pump alarmed compromised force sensor system during prime. Customer stated he attempted to prime three times but the motor would not stop. Customer's blood glucose was 222 mg/dl. Customer was changing the set in order to bolus for a snack. Customer stated the drive support cap felt indented but on one side it not indented the same as the rest. Customer stated he wasn't sure if the drive support cap was hit during his occupation. Customer was advised to discontinue user of the device, revert to back up plan, the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and the prime test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.